Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6008281 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3 was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6008281 was manufactured according to the wi version 97, in the machine multivac 12, on (B)(6) 2024, with a total of 28,500 units. Gluing of tubing the lot 4g01661 was manufactured according to the wi version 42, in the machine mp04 and mp08, on (B)(6) 2024, with a total of 90,000 units. The lot 4g01702 was manufactured according to the wi version 42, in the machine mp04 and mp08, on (B)(6) 2024, with a total of 90,000 units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6008281 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on 14-jan-2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.